Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products. Of note, rha redensity is not indicated in the forehead in the us.

Event description:
Primevigilance notified teoxane of an adverse event on 03-jul-2024. A patient was injected with rha redensity into the forehead on (B)(6) 2024. The injection was administered very superficially using an unspecified needle. Two days after the injection, on (B)(6) 2024, the patient developed redness, with blisters and whiteheads on the forehead. The following day, on (B)(6) 2024, the redness appeared to darken. The injector suggested the possibility of vascular occlusion and injected hyaluronidase (hylenex) as a treatment. Despite reminders, no updates were provided about the patient, thus the case was closed as is.

Event description:
Primevigilance notified teoxane of an adverse event on 03-jul-2024. A patient was injected with rha redensity into the forehead on (B)(6) 2024. The injection was administered very superficially using an unspecified needle. Two days after the injection, on (B)(6) 2024, the patient developed redness, with blisters and whiteheads on the forehead. The following day, on (B)(6) 2024, the redness appeared to darken. The injector suggested the possibility of vascular occlusion and injected hyaluronidase (hylenex) as a treatment. The situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.